Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 10feb2019. Device not evaluated by manufacturer. Correction: no evaluation was performed on the device. The customer was sent a quotation for an o2 sensor cell replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 21mar2019. Multiple attempts were made to obtain service/repair of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The service engineer (se) inspected the device. The se found an oxygen sensor analog to digital converter (adc) sample out of range. Error code in the diagnostic logs. The se replaced the o2 cell and performed testing, all tests passed.

Event description:
It was reported that the ventilator failed extended self test (est) and short self test (sst). No patient involvement. Event date not specified; estimate used.